Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that they were having a problem with the handset for a while, and it was getting bad to where it was causing major problems in receiving a dose. The patient stated that the handset got stuck at 90% and sometimes they had to restart the application, and it took a long time to retrieve and deliver the bolus. The patient stated that they get 13 bolus a day. Agent reviewed device function. The agent assisted patient with clearing the data and the device connected to the pump very fast.